Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during installation that there was noise in the image at angulation on the videoscope. There was no patient involvement.

Event description:
No additional information reported by customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the objective lens adhesive joint had peeled off. A definitive root cause could not be identified. Based on the results of the investigation and historical data, possible causes includes damage or deterioration of parts, environment problem such as dust/dirt/humidity. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.